Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller on troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer would use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued. Technical support confirmed the shipping address and instructions for returning the faulty pump. A replacement pump was sent to the customer, who acknowledged the instructions for both the storage mode and return process.